Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke after the operation. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).